Event description:
Four patient samples with discrepant creatinine & phosphorus results, when compared to another analyzer, same methodology. Patient 1, initial creatinine gave 19.7 mg/dl; repeat gave 0.45 mg/dl. Patient 2, initial creatinine gave 1.43 mg/dl; repeat gave 0.8 mg/dl. Patient 3, initial creatinine gave 3.7 mg/dl; repeat gave <0.3 mg/dl. Patient 4, initial phosphorus gave 7.6 mg/dl; repeat gave 3.5 mg/dl. No erroneous results reported. The field service representative determined the reagent probe was out of alignment and repaired the instrument.